Event description:
A surgeon reported that a pt had a corneal haze underneath the flap after a post-cataract lasik surgery to treat the residual refraction. Pt stopped using steroids. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).